Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet on the fixture. It was reported that the patient was experiencing granulated tissue at the implant site.